Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. During the procedure, the device started then stopped. The physician reported a concern that there was a hole in the balloon. Another like device was used to complete the procedure with no adverse patient consequences.